Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a review of service history, and a review of product labeling. The fsr(field service representative) performed troubleshooting procedures and replaced the cuvette wipers, dry tip, and high concentration waste peristaltic pump tubing and since the replacement, no additional discrepant result issues have been reported, therefore part number 7-35009685-04 tubing, peristaltic head (rohs) was determined to be the likely cause of the issue. A review of the service history shows no additional tickets associated with discrepant/erratic patient results. Review of the architect system product monitoring did not identify any similar issues or trends. A review of historical data for the replacement part revealed no trends, systemic issues, or related nonconformances. Return not available. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information no product deficiency was not identified for either the architect c4000 processing module, serial number (B)(6), or the 7-35009685-04 tubing, peristaltic head (rohs).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 instrument for one patient. For sid 1012130205 the initial magnesium result was 6.0 mg/dl, repeated after the physician questioned the result and was 1.8 mg/dl (normal range 1.6 to 2.6 mg/dl). No impact to patient management was reported.